Manufacturer narrative:
(B)(4). The homechoice was returned and the evaluation was completed. An event history log review identified the following therapy errors: check lines and bags, low drain volume, low uf, caution: negative uf, and check patient line. No abnormalities were identified during internal/external inspection of the device. Functional and electrical testing was performed on the device with no issues noted. During further analysis a check lines and bags alarm occurred. The cause of the issue was determined to be a malfunctioning membrane gasket. The membrane gasket was replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown failure occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.